Event description:
The device was returned to the manufacturer after being explanted, following the patient's death. The device subsequently tested out of specification during manufacturer's analysis. Follow up with the physician reported the patient died from a pulmonary embolus after a vascular surgery procedure, and the death was not related to the device.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - device was returned, and did not meet longevitiy estimates. Further analysis found a high current drain. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.